Manufacturer narrative:
The onyx les will not be returned for analysis as it was consumed in the event. Based on the reported information, there is no evidence suggesting that the onyx les was defective, but rather a procedure related event. Onyx les instructions for use (IFU) advises: ¿do not allow more than 1 cm of the onyx les to reflux back over catheter tip. Difficult catheter removal or catheter entrapment may be caused by any of the following: angioarchitecture: very distal bavm fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above.¿ mdrs from this event: 2029214-2017-00704, 2029214-2017-00705, 2029214-2017-00706, 2029214-2017-00707.

Event description:
Medtronic received information that the microcatheter broke in 2 locations during removal from the patient. The patient was being treated for a uterine avm. The physician accessed the venous side first, the access was tortuous. This was the patients second procedure in trying to treat this uterine avm. Three vials of onyx 36 were used without issue and a good cast was formed. There was no friction or resistance during delivery. The physician injected slowly and steadily as per IFU. The only pause occurred when drawing up additional onyx. When trying to withdraw the catheter, the guide catheter came out and the microcatheter remained in the patient. When the physician pulled, the onyx mass moved. After pulling harder, the microcatheter snapped (at the point the patient¿s blood pressure dipped a little), leaving approximately 30cm outside the patient. The physician placed a 4f catheter over the microcatheter and pulled harder, and it snapped again. At this point the patient crashed; her blood pressure plummeted instantly. The catheter was broken in 2 locations, first about 30cm outside the patient and then again leaving the tip in the onyx mass. The decision was made to perform endovascular aortic repair (evar) due to shearing of the aorta, and a balloon was inflated t o prevent more blood loss. The patient received 5-6 liters of blood, and has abdominal compartment syndrome. A conservative approach was chosen for the compartment syndrome and the blood slowly reabsorbed into the body.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.